Event description:
The customer contacted baxter's service center regarding a check lines and bag alarm which occurred on the home choice machine (hc) during prime. During troubleshooting, with the technical service representative (tsr) the home patient (hp) discovered the bag was leaking at the connection of bag and heater line. The tsr advised the hp to start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Baxter is making additional attempts to obtain this information. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Product surveillance spoke with a caregiver (cg) on (B)(6) 2012 regarding a leak. The cg stated that the home patient (hp) was in the hospital and that he would not be doing peritoneal dialysis (pd) any longer. After performing follow up with the registered nurse, it was determined that the hospitalization was not related to pd therapy. Per the cg the sample was discarded and a lot number was not provided, therefore no evaluation or batch review could be performed. The cg stated that therapy has been going well since incident. There was no patient injury or medical intervention indicated at the time of the report. This report for a leak was not confirmed. Based on the information gathered during baxter's investigation the root cause of the report was undetermined.